Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: please provide the type of procedure, the procedure date, the date you were alerted of the event, and if there were any adverse consequences for the patient? Unknown. Unknown. 4/12/21. None reported. What efforts were made to locate the pieces of the broke blade during the procedure? The piece was removed. Was this procedure converted to an open procedure? No. Are there any plans to locate the pieces? Removed. Was there any change in the patient care as a result of this event? No. What is the current patient status? Good. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the tip broke off. No additional information was provided.